Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30928045l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered an arterial spasm and a cardiac arrest. It was reported that after the end of the procedure, the patient's condition worsened during hemostasis. St elevation was observed, and coronary artery spasm was suspected. The patient's pulsation temporarily stopped, and sublingual administration of nitro was given with cardiac compression. Autologous pulse was restored, and st began to return to normal about 3 minutes after administration of the drug. Cag was performed when st was returned to normal. No stenosis was observed, but the blood flow was poor, and spasm was considered likely to have occurred. As the patient background, this is the third ablation, and the patient had been treated at other facility in the past 2 times. The family reported to the doctor that the same symptoms occurred in the second procedure. For this reason, the physician considered that the reoccurrence was caused by the effect of the drug rather than the effect of the procedure. Timing when complaints occurred was during hemostasis after the procedure. There were no abnormalities observed prior to and during use of the product. [Relevant medical history]: the same symptoms occurred during the previous ablation procedure.[relevant tests/laboratory data]: cag revealed a high possibility of rca spasm. The complaint product(s) will not be returned for analysis. The adverse event was discovered post use of biosense webster products. There was the physician's opinion that the patient's condition worsened due to drug. On the other hand, procedure may have caused this adverse event. Sublingual administration of nitroglycerin was given with cardiac compression. Outcome of the adverse event was improved. Smart ablate generator was used. Product code is m4900207. Serial number is (B)(4). After the completion of the procedure, the patient was admitted to the ICU. Extended hospitalization was required for three days and discharged from the hospital. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.